Event description:
International affiliate reports that microsensor did not give a reading after placement. Surgery was delayed two hrs and another microsensor was used. Pt condition is reported to be satisfactory.